Manufacturer narrative:
(B)(4). The previously reported peritonitis was manifested by diarrhea. On an unreported date and after an unknown number of days of hospitalization, the patient was discharged. The patient was recovered from the previously reported peritonitis (previously, the outcome was not reported). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was unknown. Treatment for the peritonitis event was not reported. It was not reported if physioneal therapy was ongoing. It was not reported if the patient was recovered or was recovering from the peritonitis. No additional information is available.